Event description:
It was reported that the patient was explanted several weeks ago due to infection. No pump or catheter in place. The drug being infused was unknown. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unknown. Catheter: model: 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: unknown. (B)(4).

Manufacturer narrative:
The previously applied conclusion code was updated.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced an infection more than once and the reporter didn't realized the patient had more than 2 pumps implanted and was unsure which implants were regarding prior infections. The "old" drug in the pump was noted as having been baclofen. The date (B)(6) 2012 is considered an approximate date of event.